Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem code: test result (B)(4); (B)(4) device problem: false positive result (B)(4).

Manufacturer narrative:
Specificity testing was carried out on three axsym instruments, which were calibrated per the instructions in the package insert. Next seven replicates each of an internal rubella igm panel were analyzer. Each panel level is made from a human serum-based material and has a known concentration. The grand mean index was calculated for each panel member and all results were within specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym rubella igm assay package insert contains information to address the customer's current issue. Based on the results of the current investigation, the axsym rubella igm assay is performing as intended. A product deficiency was not identified. (B)(4).

Event description:
The customer states that false positive axsym rubella igm assay results were generated on one patient sample. During a validation study between the customer's current assay of record (axsym rubella igm) and the architect rubella igm assay (to be converted to), the following index results were generated: axsym sn (B)(4): 0.808 (+), axsym sn (B)(4): 0.921 (+), architect sn (B)(4): 0.188 (-), architect sn (B)(4): 0.189 (-). The sample also tested negative with a non-abbott methodology. There is no impact to patient management reported.